Event description:
It was stated that there were no audible tones. Troubleshooting was performed and the insulin pump did not beep during the tone test. It was also stated that the batteries were not lasting as long as they should. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.